Event description:
One touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). There is no allegation of harm or serious injury. During troubleshooting, it was verified that this was not a new meter. The meter was previously set in the correct unit of measurement and the patient had not recently changed the units of measure in the meter settings. The patient went to see their doctor, but were not given any treatment or medical attention. However, there is no information to suggest that the patient experienced injury due to the product. Due to a spontaneous power interruption, the meter reverted from mg/dl to mmol/l unit of measurement, thus indicating that the reported meter meets the criteria for a medical device reportable. Therefore, this case is reported as a meter malfunction. A replacement meter, test strips, and control solution were sent to the patient.